Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse correctly. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported not infusing correctly which was reproduced. The event history log (ehl) review was performed. The customer did not provide an event occurrence date. There is a single infusion recorded in the history log and the infusion completed without interruption. The reported condition was verified. The cause was determined to be pressure plate was out of adjustment which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.